Event description:
I had the essure device implanted in 2013 a couple months after my fourth baby was born in (B)(6) of that year. Since the procedure I've had severe, piercing pain in my abdomen on both the lower left and right hand side. The pain comes and goes but at times it is excruciating and I find it difficult to carry out my day because of it.